Manufacturer narrative:
The device was returned to olympus for evaluation in a used condition. A visual inspection of the pinston under a microscope revealed biomaterial adhered on the device. In addition, the shaft was found bent. The cause of the reported event could not be conclusively determined at this time. The device was forwarded to the original equipment manufacturer (OEM) for further investigation.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however, the most probable cause could be attributed to the operator¿s technique. The instruction manual for use states, ¿care should be taken not to damage the bony structures, surrounding mucosa, chorda tympani, facial nerve, or any external tissue when applying heat to the wire loops. The smart thermal handle and tip produces a sufficient amount of heat to activate the smart piston within one second of activation. The shape-memory properties of the nitinol are designed to aid the surgeon in the crimping of the wire loops around the incus or malleus. In most cases, further crimping will not be necessary, however, the surgeon should always check the wire loops to determine if additional manual adjustment (tightening or loosening) of the crimp should be made. Following placement of the prosthesis, the ossicular chain is palpated, and the movement of the prosthesis is inspected.¿ as part of our investigation of this report, olympus made multiple follow ups by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained.

Event description:
Olympus was informed that the smart stapes piston implant will not autocrimp correctly and becoming loose overtime affecting the patient¿s hearing. The physician performed a revision of a smart piston case from 2 years ago. The physician reported successful results after 18 months then about 6 months ago, the patient¿s hearing returned to pre-operation level. It was additionally reported that the piston had detached off the incus. The piston was replaced with a conventional piston tef-platinum.

Manufacturer narrative:
This supplemental report is being submitted to provide the original equipment manufacturer (OEM) investigation and to update. The implant device was forwarded to the OEM. The OEM was unable to confirm the reported device issue. The evaluation of the implant device showed indications of usage as it was returned in the opened position. To add, the wire, sleeve, and anchor were returned in tact with no evidence of separation. A device history review (DHR) was performed and found no abnormalities.